Event description:
It was reported that the pt was very upset as he was having severe hoarseness which was not resolving. Post implant he was put on very low settings for two weeks and the hoarseness was so severe that the physician turned off his vns and the pt was put on steroids for nine days. The pt reports that following all of this, his voice is still no better. Pt states he is unable to rest his voice for various reasons and is having multiple personal problems at this time as well. The voice alteration is not associated with stimulation as it is occurring even when the device is off. Attempts for further info have been unsuccessful to date.